Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz (cleaner) leak in the back of the coulter lh 500 hematology analyzer. Customer reported that they could not locate the source of the leak. Customer reported that patient results were not affected there was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that instrument was leaking from the tubing at pinch valve (pv) 66. Pv66 is driven by solenoid 2, which is responsible for red blood cell (rbc) count process. The fse replaced the tubing at pv66. No further evidence of leaking was found after the fse replaced the tubing at pv66 and verified the repairs per established procedures.

Manufacturer narrative:
(B)(4).